Event description:
It was reported a port was placed initially without incident. Sometime post placement, contrast injection revealed a leak in the port. The port was removed and another port was placed without incident. No pt sequelae resulted from this event. The device was received and evaluated. The locking collar was in the locked position. A piece of tubing was under the collar and appeared to have been broken off. The device was pressurized with a 22 gauge needle and syringe while the tubing to the outlet was clamped off. No leaks were noted. A small portion of the septum appeared to have broken away at one of the needle insertion points. F/u indicated a coring needle was utilized for access. Co believes user technique contributed to this event and does not attribute it to the device. Directions for use state: "use non-coring needles to access the system. Needles are single use only"